Event description:
This case was initially received via regulatory authority ((bv)(6), reference number: (B)(4)) on 31-oct-2019. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('disorganised pelvic heaviness with highly lateralised pain since the insertion') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced procedural pain ("pain during the surgical procedure and all day long was intense"). In 2011, the patient experienced dyspnoea ("breathless"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("muscle back pain"), asthenia ("chronic asthenia with ¿the feeling of having aged 10 years¿"), arthralgia ("joint pain: in the shoulders, elbows and right knee"), neck pain ("muscle neck pain "), headache ("helmet headaches "), tinnitus ("tinnitus "), hypoacusis ("hearing decreased "), presbyopia ("presbyopia"), dry eye ("dry eye syndrome "), rash ("skin rash: on wrists and forearms"), adenomyosis ("uterine adenomyosis"), allergy to metals ("nickel allergy ") and metal poisoning ("heavy metal poisoning"). The patient was treated with surgery (hysterectomy and a salpingectomy to remove essure). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, back pain, procedural pain, asthenia, arthralgia, neck pain, headache, tinnitus, hypoacusis, dry eye, rash, adenomyosis, allergy to metals and metal poisoning outcome was unknown and the dyspnoea and presbyopia had not resolved. The reporter provided no causality assessment for adenomyosis, allergy to metals, arthralgia, asthenia, back pain, dry eye, dyspnoea, headache, hypoacusis, metal poisoning, neck pain, pelvic pain, presbyopia, procedural pain, rash and tinnitus with essure. The reporter commented: onset of presbyopia was at the age of 43, and the onset of dry eye syndrome a year later. She started needing progressive lenses at age 44. Every year, her eyesight diminishes. The numerous x-rays taken of her back did not explain the cause of pain or chronic asthenia. As regard her knee, she wears orthopedic insoles. Her doctor made a diagnosis of heavy metal poisoning. Device similar incident listing (dsil) comment the list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2019 for the following meddra preferred term: pelvic pain analysis in the global safety database revealed 17891 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Dsil end. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 31-oct-2019. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('disorganised pelvic heaviness with highly lateralised pain since the insertion') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced procedural pain ("pain during the surgical procedure and all day long was intense"). In 2011, the patient experienced dyspnoea ("breathless"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("muscle back pain"), asthenia ("chronic asthenia with ¿the feeling of having aged 10 years¿"), arthralgia ("joint pain: in the shoulders, elbows and right knee"), myalgia ("muscle neck pain "), headache ("helmet headaches "), tinnitus ("tinnitus "), hypoacusis ("hearing decreased "), presbyopia ("presbyopia"), dry eye ("dry eye syndrome "), rash ("skin rash: on wrists and forearms"), adenomyosis ("uterine adenomyosis"), allergy to metals ("nickel allergy ") and metal poisoning ("heavy metal poisoning"). The patient was treated with surgery (ysterectomy and a salpingectomy to remove essure). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, back pain, procedural pain, asthenia, arthralgia, myalgia, headache, tinnitus, hypoacusis, dry eye, rash, adenomyosis, allergy to metals and metal poisoning outcome was unknown and the dyspnoea and presbyopia had not resolved. The reporter provided no causality assessment for adenomyosis, allergy to metals, arthralgia, asthenia, back pain, dry eye, dyspnoea, headache, hypoacusis, metal poisoning, myalgia, pelvic pain, presbyopia, procedural pain, rash and tinnitus with essure. The reporter commented: onset of presbyopia was at the age of 43, and the onset of dry eye syndrome a year later. She started needing progressive lenses at age 44. Every year, her eyesight diminishes. The numerous x-rays taken of her back did not explain the cause of pain or chronic asthenia. As regard her knee, she wears orthopedic insoles. Her doctor made a diagnosis of heavy metal poisoning. Device similar incident listing (dsil) comment the list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 04-nov-2019 for the following meddra preferred term: pelvic pain analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Dsil end. Amendment: (B)(4) no new follow-up information was received from the reporter. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.